Manufacturer narrative:
(B)(4). The customer estimated eight similar events have occurred. MDR#: 1036844-2014-00525 was filed as the original report for this event.

Event description:
It was reported the procedure was performed in the micu. The clinician found that after the catheter was in place for about a day that the dressing was saturated. When the dressing was removed the clinician found the catheter to be "cracked" where it meets the hub. It is unk whether the catheter was replaced. There was no reported delay in treatment, patient complication, injury or death.